Event description:
It was reported that during a routine procedure, this right ventricular (rv) lead was discovered to exhibit high out of range impedance measurements. The rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.